Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced brief anesthesia-induced hypotension. Although the code blue team was initially called to activate resources, it was subsequently canceled as the patient never lost a pulse or required cardiopulmonary resuscitation. The patient was admitted for monitoring and scheduled for discharge. The physician confirmed that the event was not related to the ion system; this was attributed to anesthesia and underlying cardiac conditions. There was no device malfunction associated with the incident.